Event description:
During a site visit, customer reported the tubing separated from the bottom drip chamber during an infusion. "Staff reported they were in the patient room, hanging platelets and the tubing in the adjacent channel broke all of a sudden. No further details regarding any other manipulations." No patient harm was reported. No additional event or patient information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file #: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.